Event description:
Caller reported that paramedics were called due to the customer having high bgs. Bgs at the time of the call were high. Customer was at a concert and not feeling well. Customer was in an auto accident and was driving. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.